Manufacturer narrative:
Based on the current information provided, the cause of the conversion was due to patient anatomy and repeated errors of the vio dv generator. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint of error c-34 could not be reproduced, but error c-92 occurred when the fse performed the test on the vio dv integrated electrosurgical unit (iesu). The fse replaced the vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi has received the vio dv generator involved with this complaint, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Per the review, the following was confirmed: the pulmonary lobectomy was performed on (B)(6) 2022 on system (B)(4). In addition, investigation revealed the following possible related system errors: 25913 - integrated electrosurgical unit (iesu) error: c-34 - human factors (hf) voltage too low in on state. If recurring: iesu replacement is likely needed. If intermittent: possible magnetic interference (i.e computed tomography (CT) scans or other esus). Review of the provided image cannot verify the reported complaint of error c-34 on the vio dv iesu. Root cause of the failure mode cannot be confirmed without the returned device. This event is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer received repeated errors from the vio dv generator. A backup third party generator was used but the errors persisted. Additionally, the patient had severe adhesions. Due to the adhesions, the vio dv and the external generator issue, the surgeon converted the procedure to open. It was unknown whether the adhesion was expected by the surgeon prior to the surgery. The procedure was completed without any complications. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-34 occurred on the vio dv integrated electrosurgical generator unit (iesu). The customer power cycled the vio dv iesu and reseated the energy cable between the instrument and the vio dv iesu, but the issue persisted. The surgeon elected to use an external generator to continue with the procedure. After, error c-34 occurred on the external generator. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any issue. The vio dv iesu initially powered on without error. The reason for the conversion of the procedure to open was due to the error on the vio dv iesu and heavy adhesion issue of the patient. It was not known if the surgeon had any concerns about potentially converting the procedure due to anatomical reason prior to starting the procedure. There was no intra-operative complication. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation.